Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, no failure or defect could be identified. Inspection was carried out and the device was returned to the customer on (B)(4) 2012. Placeholder.

Event description:
It was reported that the electric pen drive "works by suddenly with the sagittal saw. No further information was provided. This is report 1 of 1 for complaint #(B)(4).